Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a handpiece presented with no phacoemulsification during surgery. The handpiece was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
Product evaluation ¿ hp #1. No further information was able to be obtained from this customer. However, the first phacoemulsification (phaco) handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The first phaco handpiece was manufactured on april 21, 2016. Based on qa assessment, the product met specifications at the time of release. The first phaco handpiece was received for evaluation. A visual assessment of the returned handpiece did not reveal any non-conformity. The first handpiece was connected to a calibrated system and tuned. The first handpiece passed tune. The first handpiece was functionally tested at 100% power for 5 minutes. The first handpiece could not pass test. The phaco power, generated by the handpiece, slowly decreased and eventually stopped during test. The first handpiece was attempted to be re-tuned. The first handpiece could not tune and caused the system to generate a system message (sm) during the handpiece tuning process. The connection between pin 9 (ground) and pin 4 (high electrode) on the handpiece was checked. The connection between pin 9 and pin 4 was found electrical shorted, suggesting moisture ingress between the 2 pins. The first handpiece was disassembled and inspected. Water was found inside the handpiece. No additional test was performed. The cause of the reported event can be attributed to the water ingress. However, how the water got inside the first handpiece, remains inconclusive. Product evaluation - hp#2 no further information was able to be obtained from this customer. However, a second phaco handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The second phaco handpiece was manufactured on march 11, 2016. Based on qa assessment, the product met specifications at the time of release. The second phaco handpiece was received for evaluation. A visual assessment of the returned handpiece did not reveal any non-conformity. The second handpiece was connected to a calibrated system and tuned. The second handpiece passed tune. The second handpiece was functionally tested at 100% power for 5 minutes. The handpiece could not generate phaco power during test. The second handpiece was attempted to be re-tuned. The second handpiece could not tune and caused the system to generate a system message (sm) during the handpiece tuning process. The connection between pin 9 (ground) and pin 4 (high electrode) on the handpiece was checked. The connection between pin 9 and pin 4 was found electrical shorted, suggesting moisture ingress between the 2 pins. The handpiece was disassembled and inspected. Water was found inside the second handpiece. No additional test was performed. The cause of the reported event can be attributed to the water ingress. However, how the water got inside the second handpiece remains inconclusive. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a handpiece presented no phacoemulsification during surgery. The handpiece showed continuous energy growth but it was not working in the eye. Aspiration and irrigation were functional. The handpiece was exchanged to complete the case. There was no patient harm. Additional information was requested and received.

Manufacturer narrative:
Corrected information provided in d.11. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a handpiece presented no phacoemulsification during surgery. The handpiece showed continuous energy growth but it was not working in the eye. Aspiration and irrigation were functional. The handpiece was exchanged to complete the case. There was no patient harm. Additional information was requested and received.